Event description:
On august 10, 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 7am. The patient reported obtaining a blood glucose result of '288 mg/dl' with the subject meter. The patient manages her diabetes with glimepiride pills. It is not known if the patient made changes to her usual diabetes management routine at the time of the alleged issue; however, on the morning of (B)(6) 2012, the patient took an increased dose of her glimepiride pills (4 mg). About 2 ½ hours after that, the patient claims she felt symptoms of sweating, hot and cold flashes and was 'losing control.' No other treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.